Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 due to suspected infection at the extension site. During the procedure, the physician determined there was no infection present, and that there was an abscess on the stitch.

Manufacturer narrative:
The date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.